Event description:
The patient was undergoing a bone marrow biopsy in the prone position. During sampling, the provider attached a sample tube to the luer lock mechanism on the core biopsy needle handle, which broke off. The provider had to remove the core biopsy needle which had been placed in the right iliac crest, obtain another core needle, and reinsert at the same site to finish the sampling. The patient experienced after returning to the floor unit a sudden cardiac arrest and expired. On autopsy, the patient had a large retroperitoneal hematoma near the biopsy site. It is unclear if there is a direct nexus between having to replace the needle during the procedure and the hematoma. However, given the timing and location this seems possible.